Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 471 mg/dl. It was stated that the customer was experiencing high glucose since the day before the event. It was stated that the insulin pump had no delivery alarm. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusions can be drawn at this time. Further info will follow once the analysis has been completed.